Manufacturer narrative:
For the reported malfunctions, the devices were not returned to bd for evaluation. Therefore, the investigation is inconclusive for the crack as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes six (6) malfunction. A review of the reported information indicated that model nnu8lpt drainage catheters allegedly experienced a crack. This information was received from one source. The malfunctions did not involve a patient as there was no patient contact. Patient age, weight, and gender were not provided.